Event description:
Caller alleged discrepant inratio2 inr results in comparison to the lab inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 1.6, lab inr: 2.5. The time between testing was one hour. Therapeutic range is 2.0-3.0 for the patient. There was no reported adverse patient sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.